Manufacturer narrative:
Customer was provided quote and will perform their own repair at a later date.

Event description:
It was reported via repair work order that, when plugged in, the bed goes up and down by itself several times then stops in down position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with update that customer was sent replacement parts to perform repair.

Event description:
It was reported via repair work order that, when plugged in, the bed goes up and down by itself several times then stops in down position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.